Event description:
A hemodialysis inpatient user facility reported that during treatment a blood leak occurred. The machine alarmed, the effluent lines were clear, and the test strips were positive. Estimated blood loss was less than 100cc's. Pt did not require any medical intervention. Sample has not been returned to the manufacturer.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.